Manufacturer narrative:
Device eval by manufacturer: returned product consisted of a jetstream xc-2.4 atherectomy catheter. The device was visually examined for any shaft damage and functional testing of the device was completed. The device showed no damage. Functional analysis was done by completing the setup procedure. Visual analysis showed no leaking of the device except in the designed area at the pond of the device. Aspiration testing of the device was done per the test procedure. The device is tested by using a 100ml beaker of water. The devices tip is submerged in a beaker of fluid and the device is run for a period of 1 minute. The final milliliters of fluid that the beaker shows after the 1minute run time is subtracted from the starting milliliters and the final number is the total that was aspirated (100ml-98ml= 1ml). The minimum amount of fluid that is aspirated per the test procedure specification is 30ml per minute and the maximum is 56ml per minute. Test results showed that this device did not perform as designed per the test procedure specification withdrawing 1ml of fluid in the 1minute time frame. Inspection of the remainder of the device, revealed no damage or irregularities. Dissection of the catheter shaft showed that the aspiration lumen was occluded with a heavy clot burden which contributed to the aspiration issues.

Event description:
It was reported that a loss of aspiration occurred during use. A 2.4mm jetstream xc catheter was selected for an atherectomy procedure in the superficial femoral artery (sfa). The catheter stopped suction after a couple of minutes of activation. The console did not display any error messages. A leak was noted at the bottom of the pod. There were no patient complications and the procedure was completed with another of the same device.